Event description:
Female patient underwent bilateral salpingectomy and was scratched on the left side of the umbilicus with trocar when it was placed. Patient recovered as expected without further incident and discharged home. Post-operative phone call was made and it was noted patient doing well.